Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 4.1 was failed and cubie drawer 4.2 was encountered error on bus. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station cubies for auxiliary drawer 4.1 wouldn't open, and there was a bus error for the cubies in drawer 4.2. The field service engineer (fse) had confirmed that the issue was resolved by the customer by rebooting the station. The system functioned as intended after the customer resolved the issue.